Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was hospitalized with low blood glucose of 48 mg/dl and he had a seizure. The customer did not have sensor or other device working with the insulin pump to notify that his blood glucose was low. Pt was unresponsive before he went into seizure. Troubleshooting was performed. The drive support cap appeared normal. The customer did not have settings to confirm. The time was correct. The insulin pump was not exposed to any strong magnetic fields. The insulin on the status screen was close to what was in the reservoir. It was stated that since hospitalization, the customer was off of the insulin pump and his blood glucose was nearly 400 mg/dl. Nothing further reported.